Event description:
Reporter noted a posterior capsule tear occurred, possibly during hydrodissection. When they attempted to do the vitrectomy, the system displayed an error message. They changed out the system to complete the anterior vitrectomy. Surgeon stated there was no pt injury.